Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received an x-ray examination of the pulse generator system. Upon examination, it was discovered that the right ventricular lead exhibited a change in position, increased capture threshold, r wave amplitude sensing variation, and decreased low voltage impedance. On (B)(6) 2020, the patient was scheduled for a lead revision procedure. During the procedure, the physician noticed a small separation in the coil from the body of the right ventricular lead. The lead was then explanted and replaced successfully. The patient's condition was stable.

Manufacturer narrative:
The reported events were not confirmed during analysis. Final analysis found the complete lead was returned in one piece measuring 58.1 cm. Outer coil was noted to be offset at 9.1, 10.8, 12.3, and 13.4 cm from the connector pin. The inner coil was over-torqued at the connector region. The lead was found to be within specification. Other than the surgical damages noted, no anomalies were found.